Event description:
During turp, the tip of the resectoscope sheath reportedly separated, requiring removal from pt's bladder. During removal there was a small laceration to pt's urethra.

Manufacturer narrative:
Date of incident was 7/19/95 (not 7/13/95 as originally reported).